Event description:
It was reported that instrument broken during surgery. Fragment recovered. No patient symptoms or complications.

Manufacturer narrative:
(B)(4). The product analysis found a blade broke off at screw level. Observation of the breakage zone has revealed a corroded area, which indicates there was a prior crack in the blade. This crack likely weakened the tip and caused breakage when force was applied in operational context. No other material defect has been observed outside the corroded zone. (B)(4).